Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) display screen was not working. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) display screen was not working.

Manufacturer narrative:
Corrected field: d1 (corrected to revert to blank brand version), d4 (corrected to revert to blank version, catalog#).

Manufacturer narrative:
E3 is unknown (initially it is submitted as "other healthcare professional"). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the video receiver board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.